Manufacturer narrative:
On 13-jun-2023, additional information was received indicating the char was only on the octaray catheter. There were no issues related flow on the catheter. The ngen generator was set to temperature control mode with temperature: 50¿, impedance : 85o, power: 50w. Activated clotting time (act) was maintained 320. Ngen pump was also used in this case. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 16-may-2023, additional information was received indicating the issue of thrombus/clot/char was found on the tip electrode. The ngen generator malfunction error was observed. After 18 seconds form lspv ridge ablation with qdot microcatheter started, ¿temperature too high¿ was displayed on qdot and ablation got stopped. No neurological symptom occurred since the procedure was completed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray, perseid, 48p, 2-2-2-2-2, d-curve and an issue of thrombus/clot/char was encountered. It was reported that during left superior pulmonary vein (lspv) ridge ablation, ablation got stopped automatically due to a temperature increase with the qdot ablation catheter. The qdot was changed, and then the procedure was completes without any issues. The physician confirmed that char had adhered to the octaray, perseid, 48p, 2-2-2-2-2, d-curve c1-2 electrode, which was in contact with the ablation catheter 1-2 electrode when the temperature increased.

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30982644l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).